Event description:
It was reported that during an aortic endovascular treatment procedure, balloon removal and shaft separation difficulties were encountered. The customer reported that , "during introduction, bringing the balloon up and over the wire, the balloon got locked up on the wire. When they backed the balloon off the wire, the balloon shaft separated at the monorail port. [The physician] used a scalpel and shaved the balloon and shaft off the wire." " it took the physician 45 mins to get the wire inserted up to and across the lesion, so he did not want to remove the balloon and wire as a unit and lose lesion access." The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this compliant. The shop floor paperwork review confirms that this device met material, assembly and performance specs.